Event description:
A (B)(6) pt's spouse contacted zoll customer support to report that the electrode belt would not connect to the monitor. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (bent pins or damaged e-belt connector) has been confirmed. Upon eval, the pins in the electrode belt trunk cable connector were bent in a swirl pattern. This prevented the e-belt from connecting to a monitor. The root cause of the bent pins cannot be positively identified but is likely excessive force when mating the belt with the monitor while the pins were misaligned. No adverse event resulted from the open pulse wire. The pt received a replacement electrode belt.